Event description:
Uac (umbilical arterial catheter)noted to be leaking at hub. The catheter had been in place for 4 days before the event occurred. Noticed early and approximately 3mls of blood was lost. Provider, nnp (neonatal nurse practitioner) notified and orders received to disconnect the line. Incident caused temporary harm to patient and required intervention. Baby was stable and weaning off of vent after event and intervention. Able to obtain arterial punctures and heel-stick labs.we have had a couple of instances in which it has broken, possibly due to rn bending/kinking the catheter to occlude when changing a stopcock. It is uncommon for uac's to leak so this event is outside of ordinary. According to the nurse manager of where this event occurred, she believes it is possible the catheter could be defective-there is no visible break in the catheter and the leak is at the molded hub area-not a crack in the connector.